Event description:
It was reported that the unit moved to the lowest position by itself. No injury reported. A field engineer was dispatched to the site and determined the foot pedal assembly required repair. Once this was completed the system was working as intended.